Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported a false negative result of a patient sample with cell #10 of biotestcell-i11 (donor no. (B)(6)). Cell #10 of biotestcell-i11 is jk(a) positive. The customer notified us that he plans to send in the patient sample that had caused the false negative test result for investigational testing. We are still waiting for this patient sample. In the meantime our quality control laboratory tested their retained sample of biotestcell-i11 with different samples and controls. Cell #10 showed a correct positive result with anti-jk(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative result of a patient sample with cell #10 of biotestcell-i11 (donor no. (B)(6)). Cell #10 of biotestcell-i11 is jk(a) positive. The customer notified us that he plans to send in the patient sample that had caused the false negative test result for investigational testing but never sent in the sample. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 with different samples and controls. Cell #10 showed a correct positive result with anti-jk(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.